Event description:
It was reported that this pacemaker alerted for an atrial arrhythmia burden. Technical services (ts) reviewed the current electrogram (egm) and advised occasional atrial undersensing and non-sustained ventricular tachycardia (nsvt) events were observed indicating rapid ventricular response (rvr) due to the atrial arrhythmia. Ts provided a battery longevity update and recommended the patient to be evaluated in-clinic for further evaluation. Programming was adjusted and at this time, the pacemaker remains in service and there were no adverse patient effects reported. Additional information received reporting pacemaker alerted again for an atrial arrhythmia burden. Technical services (ts) reviewed the presenting electrogram (egm) and advised intermittent atrial undersensing despite recent reprogramming of sensitivity. As a result of the change in the patient's underlying condition, atrial fibrillation, the physician opted to perform a cardioversion. Lead measurements otherwise are stable. Ts provided a battery longevity update. Programming was adjusted and at this time, the pacemaker remains in service and there were no adverse patient effects reported.